Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa), popliteal artery, and tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, while advancing the cat6 into the sheath, the cat6 kinked; therefore, it was removed. The procedure was completed using another cat6 and a new sheath. There was no report of an adverse effect to the patient.